Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, it was noticed that the outer wrap of one polarcup shell 61 cemented was intact but the inner packaging was open, leaving the implant unsterile. The procedure was performed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h3, h6: it was reported that, during a total hip replacement surgery, it was noticed that the outer wrap of one (1) polarcup shell 61 cemented was intact but the inner packaging was open, leaving the implant unsterile. The complaint polarcup device was returned for investigation. However, the device was not returned with any packaging material. The reported failure mode could therefore not be confirmed. The polarcup device itself looks intact. The production documentation at the internal production as well as at the external packaging supplier site was reviewed. No deviations from the standard manufacturing procedure were detected. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. No additional complaints for the affected batch nor additional complaints for the same product number were found. A review of the risk management documentation verifies the failure mode, occurrence, and severity of the reported issue. In our current instruction for use for hip implants lit. 12.23 ed. 03/21 it is mentioned that the device should not be used if the packaging shows any damage. A review of past corrective actions was performed. No further escalation is required. Due to the missing packaging components, it is not possible to speculate about factors which could have contributed to the reported issue. Based on the performed investigations, no problem could be detected and no further actions will be taken to this date. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues.